Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the coating of the light guide tube was peeled and the biopsy valve ws corroded. The peeling of the coating is most likely attributed to physical /chemical stress. However; a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited peeling off of the coating of the light guide tube is peeled and corrosion of the biopsy. There was no patient involvement.